Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and an aluminum dumbbell was observed. A functional evaluation revealed that the unit fails the 30 pound load test. The complaint was confirmed and the root cause was determined to be oil loss caused by a bad seal. Manufacturing records show that the device was serviced in february of 2017. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
Initial reporter foreign postal code: (B)(6).

Event description:
It was reported that the spider 2 positioner arm fell down during a procedure. This occurred with no instrumentation inside the patient, but the procedure had to be completed with an assistant holding the patient's arm due to no backup being available. No injuries or complications were noted as a result.